Manufacturer narrative:
Tracking number: (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device delivered malformed staples. The procedure was completed with a like device with no patient consequence.